Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead's pace/sense portion had been fractured causing inappropriate shocks and noise. The pace/sense portion of the lead was capped. A new pace/sense lead was added and the defib portion of chronic rv lead remains active.